Event description:
Information received from the field notes that the patient was admitted to the hospital for presyncope. While the device was programmed to the ddd mode, it went to aai upon magnet application. When reprgrammed to ddd, it aggain reverted to aai. The device was then programmed to vvi and upon magnet application, it once more reverted to aai.

Manufacturer narrative:
Phantom programming; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.